Event description:
A malfunction was reported on the pump by the caller, and no notable events occurred before the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact on the blood glucose level. While the issue was not immediately resolved as the customer was not at home, technical support provided information on resetting the pump and later assisted the customer in successfully resetting it. The malfunction did not recur after the reset, and the customer was advised to continue using the pump, with instructions to call back if any further issues arise.